Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level rose to 501 mg/dl due to this issue. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. Reportedly, the customer reverted to an alternate method of insulin therapy.